Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was having issues with high blood glucose levels and wasn't sure what was causing them. The customer's blood glucose was 390 mg/dl and currently they were up to 431 mg/dl. The customer's symptoms were thirst and sleepiness. The customer wasn't hospitalized. Partial troubleshooting was performed on the device, due to the customer was unable to remove or change the set during the call. No anomalies were noted in what was performed. The customer is not returning the insulin pump for analysis.